Event description:
It was reported that the patient was involved in a motor vehicle collision and while in the emergency room it was noted that the ventricular lead was undersensing. The lower rate on the device was reprogrammed to avoid confusing timing issues with the patient's junctional rhythm and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.